Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a infuso.r. With an "alarms continuously" issue was confirmed and reproduced. The assignable cause was determined to be a faulty micro processing unit (mpu) board. The mpu board was replaced in order to fix the reported condition. A follow-up will be sent when additional information is available. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infusor pump with a condition of "alarms continuously." There was an interruption during delivery. This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. During the product evaluation at baxter, it was discovered that a constant alarm occurred after the pump started infusion. No additional information is available.